Event description:
The user facility reported that part of the glidewire's coating was "sheared off" when the physician was pulling the guidewire back through a 4 fr catheter. Follow-up communication with the user facility confirmed that the guidewire with partially detached coating became stuck within the catheter and was retrieved by withdrawing both devices together. The procedure was completed successfully and the pt is reported to be "stable."

Manufacturer narrative:
Results: based upon eval of user facility info and the returned sample; based upon eval of undamaged sections of the return sample. Conclusion: based upon eval of user facility info and the returned sample; based upon eval of undamaged sections of the return sample. The user facility was not able to confirm the lot number of the involved device, which limits quality record view. The involved guidewire and 4 fr catheter samples were returned for evaluation by the guidewire mfg facility. Visual examination of the returned guidewire sample confirmed that a portion of the polyurethane coating had been damaged, partially detached exposing the core wire and then rolled back on itself. Testing of undamaged sections of the guidewire confirmed that the polyurethane coating was properly adhered and had no defects. In addition, the other MFR's catheter appeared slightly deformed and twisted. The 2 devices could not be separated. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The event description and appearance of the returned samples are consistent with damage to the guidewire coating due to manipulation against resistance during withdrawal from the catheter. Continued attempts to withdraw caused the guidewire coating to partially separate from the core wire, then become rolled back on itself. This increased the effective od such that it became larger than the catheter ID and made it impossible to remove the damaged guidewire from the catheter. The device labeling states in the warnings/ precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device, so as to avoid damage to the glidewire advantage." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and follow-up. (B)(4).